Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketaocidiosis. The pump had been reprogrammed since customer was admitted. So unsure of what the previous settings were. Customer had been expriencing high blood glucose 3 weeks prior to hospitalization. Customer was to drugged to run any test on the pump. Information was relayed through clinical staff at the medical center.